Event description:
During a routine shift check, the device displayed a red "x" status indication message, was inappropriately beeping, and failed the self test. Complainant indicated that there was no pt involvement in the reported malfunction.